Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that two small pieces of blue insulation from the device came off of the device and fell into the pt cavity. The material was retrieved. There was no loss of or damage to tissue and no pt injury. The site indicated that the device was disposed of after surgery.